Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and lumbar radiculopathy. It was reported that the patient¿s patient programmer was using up batteries every 2 days. The patient reported that half of the time it will not turn on as before. The patient experienced lack of sensation sometimes. At other times, there was no warning that the device would not turn on, and the patient made sure it was charged. The patient had been changing the batteries in the patient programmer more frequently. On (B)(6) 2016, the device would not turn on and showed batteries need to be replaced (after 2 days). Prior to the change, the device showed batteries only half way used. The device came on after changing the batteries. The patient reported that often, it will not come on at all. The patient thought that he may need a new patient programmer. The patient reported that they had the leads and everything replaced on (B)(6) 2016, and that they are already having problems. The patient reported that the only thing not replaced was the "battery" (implantable neurostimulator).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.